Manufacturer narrative:
Evaluation summary: three opened knives were received with blade protectors in a plastic tube for the report of metallic residues in the eye. The samples were visually inspected and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore metallic residue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
Additional information: samples were received at manufacturing site. (B)(4).

Event description:
Additional information has been provided by the nurse. The metallic particles were rinsed out and there was no postoperative patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A customer reported that after incision, metallic particles remained in patient's eye during a procedure. No postoperative impact reported. It's unknown if the particles were removed. Additional information has been requested but not received.